Event description:
It was reported by the customer that a pyxis medstation es system orders were not crossing over. Customer added that they were unable to remove medications for patients during procedures when the orders were active. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station's orders did not cross due to unit was not assigned with areas. A technical support specialist guided user to update the appropriate configuration to resolve. The system functioned as intended.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 03-may-2022 to 02- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system orders were not crossing over. A technical support specialist found that the station's orders did not cross due to unit not being assigned with areas and guided user to update the appropriate configuration to resolve the issue. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system orders were not crossing over. Customer added that they were unable to remove medications for patients during procedures when the orders were active. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.